Manufacturer narrative:
(B)(4). Additional information received: was the broken blade tip retrieved or found? Yes and was sent to company for inspection/quality review was there any change to the procedure or to post-op patient care as result of broken blade tip? No change in procedure, increased monitoring post op pt care what is the patient's current status? Have no information that the patient is not doing well.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the blade was intact and not broke off as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure that the harmonic broke at the tip. Unknown as to if the broken piece was retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient.